Event description:
Philips received a complaint by the customer on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error occurred; the volumes were not reading. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report that a 1203 "low leak-co2 rebreathing risk" alarm error occurred; the volumes were not reading. The average air standard liters per minute (slpm) readout on the pneumatics screen reads 3.5 with flow and pressure set to zero. The remote service engineer (rse) advised the customer to replace the flow sensor assembly, discussed the replacement per the v60 service manual, and provided the customer with the parts identification (ID) of the replacement flow sensor assembly, and transferred the customer to parts to order the replacement flow sensor assembly for repair.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.